Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, there was a loss of prime observed in the black box with force readings not reaching zero. The rewind, load and prime steps were performed with no alarms. Force sensor calibration test confirmed force sensor is detecting correct force at 5lbs. Exercised pump for 24 hours with no loss of primes occurring. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.